Event description:
The following has been reported: a user reported a vp mc agilia is automatically shut down after infusion completed on (B)(6) 2023. The nurse claimed that the machine was still running when she left the patient bed 10 minutes before infusion end (around 16:00 on (B)(6) 2023) . At around 16:34 on (B)(6) 2023, she found that the pump turned off automatically without pressing any keys. Local service engineer checked with the event log, as per attached, and found out the accident occurred at below time: in (B)(6) 2023 at 16:25:01, end of infusion alarm is triggered .and the machine is shutdown on mains power at at 16:25:35, local engineer suspected that the machine is turned off automatically at this moment. Reporting as a conservative measure. No adverse event information reported. More information is needed to complete the investigation.